Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure of a mid left anterior descending lesion with 100% stenosis, a multi-link stent was implanted successfully. 8 days after the procedure, the pt complained of chest pain and angiography was performed. 100% restenosis was observed in the implanted stent. Another stent was implanted inside the multi-link stent. The pt expired due to ventricular fibrillation following an unknown time period after the second procedure.